Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was used in off-label implantation in the mitral position within a surgical ring. As there are no specific IFU or training materials related to mitral position within a surgical ring procedures, the available training materials were reviewed only for information potentially relevant to the device use. Left ventricular outflow tract obstruction (lvot) is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors caused or contributed to this event. As per medical opinion, the root cause of the event was the anterior leaflet was low and not captured/squashed during s3 deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding an implant of a 29mm sapien 3 valve in mitral position within an edwards surgical ring. Post valve deployment, valve was successfully implanted in a good position. However, it was observed that the anterior leaflet was obstructing the outflow tract, causing systolic anterior motion. Gradient was 80mmhg and patient required large amounts of inotropes. The patient was scheduled for surgery the next day, but it was deemed too unwell to have a surgical procedure and passed away in the ICU. As per medical opinion, the root cause of the event was the anterior leaflet was low and not captured/squashed during s3 deployment.

Manufacturer narrative:
Investigation is underway.